Event description:
Putting it in was a painful and I had cramping but was fine the same day. Had my period in (B)(6) of 2014, in (B)(6) I bled all month, than in (B)(6) nothing and in (B)(6 ) I spotted for a day. I am a healthy person but now I have headaches almost everyday, pains in left side into back, cramps, pins and needles in my foot and hand on left side. I am loosing my hair and I am tired all the time. I have bad moodswings. #medwatcher #mw156229.

Event description:
#Medwatcher #followup1, #FDA mw5035987, #(B)(4). I now had 3 cyst and an infection in my foot. My periods are insane it can last between 4-10 days and I can get it twice a month some times.